Event description:
It was reported that approximately 26 months post implant of a bifurcated, infrarenal aortic extension, suprarenal aortic extension and a limb extension, an endoleak was identified. Reportedly, the patient was admitted through accident and emergency (a&e) on (B)(6) 2015, and presented with lower back pain and was given a computed tomography scan. The CT identified a large type endoleak appearing to originate approximately 2cm from the aortic bifurcation segment. The patient had not experienced a rupture, but was showing a large leak with sac enlargement of 1cm since last follow up. The physician elected to treat the endoleak with a zenith aui, plus iliac extender on (B)(6) 2015. The patient is doing well, and continues to do so as of (B)(6) 2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Suboptimal medical documentation and adequate imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to: a greater than 90 degree angle, and greater than 2.3 cm diameter of the right common iliac artery. Cautionary product use conditions that might have contributed to this complaint included severe calcifications involving the bifurcation and left iliac artery. There was evidence to support a type iii b endoleak and the secondary procedure of an aui with left to right ilio-femoral bypass. A right, distal lateral strut near the bifurcation took appeared to take on a more anterior position over time. The final patient disposition could not be established due to lack of information, however it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.